Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a faulyt integrated circuit on the digital board. The digital board was replaced to resolve the report. The board was scrapped after testing. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the main selector knob was not operating properly, the device displays the incorrect mode for the position it is set to. Complainant indicated that there was no patient involvement in the reported malfunction.